Manufacturer narrative:
Reported event: an event regarding disassociation an accolade stem was reported. The event of disassociation was not confirmed. Method & results -product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event of disassociation was not confirmed. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney that allegedly on (B)(6), 2012 the patient was implanted with an lfit anatomic femoral head and accolade ii stem in her right hip. It is further alleged that the patient was revised on (B)(6), 2021 with a preop diagnosis of "head neck dissociation".